Manufacturer narrative:
The explanted device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to a patient infection. The abandoned right ventricular (rv) lead and the active rv lead were also explanted. The patient later received a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported.